Event description:
It was reported to philips that the allura device would not turn on. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the system does not turn on. Upon troubleshooting fse found that the cause of the problem was defective flexvision pc. The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. To resolve the issue, fse replaced flexvision pc, reinstalled the operating system and application, reconfiguration of flexvision and output video. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.